Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the needle fell out of the device while in the locked position. The needle fell into the patient but was retrieved. No adverse events reported.